Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. The physician immediately applied a blood patch to resolve the issue. The patient did not experience any side effects or symptoms. Therapy was established post-op.